Manufacturer narrative:
Additional information: persistent swelling at the implant site associated with local pressure pain were observed. No in situ measurements could be performed, possibly due to the observed swelling. However, a device malfunction cannot be excluded at this time. A tissue inflammation seems likely. However, based on limited available information, it is not possible to determine the exact cause for the reported symptoms.

Event description:
During an audio processor upgrade in situ measurements could not be obtained. The user has not used the audio processor for more than 2 years. The area over the implant started to be swollen since more than one year. The pain was present even without wearing the audio processor. As per latest information received on (B)(6) 2022, there is still pain over the implant the area. Reportedly, there are no signs of infection. The user did not receive any medical treatment as yet. Re-implantation was recommended, but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During an audio processor upgrade in situ measurements could not be obtained. During these measurements, the user reported extreme pain when touching or pressing over the implant housing area. Therefore, it was not possible to continue testing. The implant area reportedly looks bulged and quite swollen. Re-implantation was recommended.